Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the controller was exchanged for troubleshooting by the bedside nurse and re-education was provided. The issue was resolved by cleaning the battery clips.

Manufacturer narrative:
Section d4, expiration date and primary UDI number: corrected. Manufacturer's investigation conclusion: the system controller, serial (B)(6), was evaluated following the reported event of a controller exchange due to atypical power cable disconnect and low voltage alarms. A review of the submitted controller event log file from (B)(6) spanned approximately 2 days (20oct2024 ¿ 21oct2024 per time stamp). On 20oct2024 from 14:29:11 ¿ 21:48:17 while connected to batteries, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. On 20oct2024 at 20:47:16 and 21:43:59 ¿ 21:44:20 while connected to batteries, the low voltage alarm activated due to fluctuating voltage on the white power cable. There were other instances of invalid rsoc faults without an associated alarm active. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The additional information provided stated that the alarm resolved by cleaning the battery clips. The patient did not experience any adverse event due to the controller exchange. There were no reported issues with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications.' The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log displayed several strings of low power advisory(s) while tethered on batteries due to depleted batteries in use. The event log file also displayed power cable disconnect/ low power hazard alarms on (B)(6) 2024 at 2042 while tethered on batteries due to a double disconnect of controller power leads, possible user error. Driveline disconnect/ lvad off alarms were seen on (B)(6) 2024 at 2149 indicative of a system controller change.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.